Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the cracked touchscreen issue was verified; however, the unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit and the touch screen was cracked and unresponsive. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.